Event description:
It was reported that this ra lead exhibited oversensing. No reports of pacing inhibition or asystole as a result. Troubleshooting and reprogramming were performed as a result of the reported observations. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).